Event description:
According to the reporter, during a laparoscopic sigmoidectomy, during sigmoid resection, when tried to use the firing, the green button was pressed and the firing could not be done. It was noted that the opening and closing mechanism was checked and the screen display was monitored. It was reported that the screen display following the pressing of the green button could not be confirmed. A different reload was use to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #n5k1589y); sigphandle, sig power sigphandle handle, (serial #(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.